Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two days post a drainage catheter placement, the drainage catheter hub was allegedly found to be cracked. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that four days post a drainage catheter placement, the drainage catheter hub was allegedly found to be cracked. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8fr navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. A crack was noted to one side of the catheter hub. Therefore, the investigation is confirmed for the reported catheter hub crack issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.